Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation due to low impedances. In turn, surgical intervention took place on (B)(6) 2026 wherein the physician disconnected the paddle lead, cleaned off the wire and reconnected it to ipg. The impedances clear and effective therapy was restored.